Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD) as the battery longevity projection fell from 27% to 15% in approximately three months. Technical services (ts) reviewed analyzed the device data and noted the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD) as the battery longevity projection fell from 27% to 15% in approximately three months. Technical services (ts) reviewed analyzed the device data and noted the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was subsequently explanted and successfully replaced.